Event description:
It was reported that the insulin pump would not stop filling the infusion set tubing during the prime process. The customer that the piston continued to move forward and would not detect the reservoir. The blood glucose reading was 247 mg/dl. The customer stated that she went to perform a bolus when she ran out of insulin due to the motor anomaly. The caller was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.